Event description:
The customer contact reported a shock. During setup of the pump, the technician reportedly receiving a little shock. Upon examination, the middle of the power cord had exposed wires that were burned. There were no reported adverse effects to the technician. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.